Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 30 x 3.5mm, concentric and de novo target lesion was located in the mildly tortuous and non calcified right coronary artery (rca). The distal rca was engaged with a guide wire and predilatation was performed with a non bsc balloon catheter. While the 3.50x32 mm promus element ¿ drug eluting stent was being introduced, advancing difficulties were encountered. The stent was deployed from the proximal to distal rca to treat the lesion and post stent deployment, a dissection was noted at the distal rca. The physician placed another 3x16mm promus element ¿ stent to cover the dissection in distal rca. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).